Event description:
It was reported that the device was damaged and did not deliver medication despite reporting complete regimen. Also, it did not warn of air or occlusion. The status of the product was before the delivery of medication. There was no patient involvement or harm reported as a result of this event.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device was damaged and did not deliver medication despite reporting complete regimen. Also, it did not warn of air or occlusion¿ was not confirmed. The pump was working perfectly. The probable cause was user error. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.